Event description:
The reporter stated that the surgeon was inserting an aspheric three piece silicone lens model aq2015a and the front haptic bent. The surgeon cut the lens to remove it. No patient injury. The cartridge they used is not recommended for use with this type of lens.